Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified de novo lesion in the popliteal artery. The 6.0x80mm armada 18 balloon catheter was prepared per the instructions for use. The balloon catheter was advanced without resistance; however, the balloon ruptured during the first inflation at 8 atmospheres after being inflated for 180 seconds. The procedure was successfully completed with a new 6x80mm armada 18 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.